Event description:
It was reported to boston scientific corp that a rotatable snare was used during a colonoscopy procedure performed in 2009. According to the complainant, after advancing the snare and surrounding the polyp, the device was connected for cautery. However, following the 3rd cut, the snare would not generate cautery and could not be removed from the polyp. Another physician was called in to assist. A second rotatable snare was advanced along side the first snare. The snare was used to cut around the polyp to release the embedded snare. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event nor was any other intervention required.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unk at this time. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.